Event description:
The customer requested to return the device to the bench for evaluation and repair. The reason for the request was not provided and attempts for additional information are in progress.